Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device showed an alert of charge time limit reached. Manual capacitor maintenance was performed and the capacitor charged normally. No further intervention was performed; the patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was explanted and replaced. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported event of long charge time was confirmed. The device timed out during an initial charge for capacitor maintenance on the bench and had normal charge time for a subsequent capacitor maintenance. The cause of the long charge time is consistent with high voltage capacitor deformation.